Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was not certain the device was casual to their pain in the hip and leg area. The patient self-reported that the device had not been turned on for stimulation for a couple of years since they didn¿t' think it was relieving their symptoms. The patient had fall was on the side of the ins, it occurred in (B)(6) 2016 or 2017, the patient couldn¿t recall for sure. Diagnostics were unknown. The patient had not come into the office for troubleshooting. The patient called in to report the pain. They had been having it for a year or so. It was reported the pain came and went, it was not constant. The device was already turned off prior to the onset of pain. Patient was considering explant, but hadn't decided. They were not currently using the device and they felt if it was explanted, it may help determine if the device was causing the intermittent pain. The issue was unresolved at the time of the report. Additional information was received from the healthcare provider via the manufacturer representative. It was reported that it was unknown if the fall had affected the device as it had been turned off at the time of the fall and they hadn't turned it back on. No further complications were reported or anticipated.